Manufacturer narrative:
Summary of evaluation: the breakage of the cover experienced bu the customer is linked to the bending of the material. However, co is not able to concluded about the screw failure. But the design of the joint was also changed when co changed the way to attach the cover.

Event description:
The locking mechanism on the extractor broke. There was no adverse consequence for the pt or delay in surgery or anesthesia time.